Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had post-paced t-wave oversensing. The issue was resolved by changing the parameters. The patient was stable.